Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure the customer was using a sureform 60 stapler instrument on universal surgical manipulator (usm) 2 and attempted to remove the instrument at the end of the fire which caused it to get stuck on tissue. The customer tried to remove the instrument prior to finishing the firing of the stapler and releasing portion. The customer had the instrument half removed from the usm and it was stuck on tissue. The technical support engineer (tse) instructed the customer to e-stop the system and use the manual release knob (mrk) to release the tissue, but it would not open the jaws. The customer used another instrument to try and open the jaws but still would not release. The clinical sales representative (csr) informed the tse that the customer was able to separate the instrument and insertion axis and manually spin the instrument disc to remove the instrument from the tissue. The customer will send the instrument back for failure analysis even though it was caused by customer trying to remove it mid fire. The procedure was completed. There was no known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer cleared the error. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.